Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down intermittently. Reportedly, when the pump was plugged into a power source, the pump turned back on. When the pump turned back on, the welcome screen was displayed. The contact would load a new cartridge onto the pump and successfully resumed insulin delivery. Additionally, it was reported that the pump suspended insulin delivery. Although requested, no additional information was provided regarding the suspended insulin delivery issue. Upon follow up, tandem technical support confirmed that the customer received button alarms. The customer was unable to recall how the button alarm issue was resolved, but stated insulin delivery was able to be resumed as the pump was in use. The customer's blood glucose level ranged from 196-238 mg/dl. The customer would continue to use the pump for insulin therapy.